Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored showing evidence of blood contact. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement, the leaflets moved without difficulty. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that later the same day post implant of this 29mm mitral mechanical valve, it was explanted and replaced with a 29mm non-medtronic mechanical valve. The reason for the replacement was reported as one of leaflets of the valve "wasn't able to open". It was stated that the valve had intermittent opening. The valve leaflets were tested with an actuator prior to implant. It was noted that after initially implanting the valve, there were no issues. The physician tested the valve and it was observed to functioning normally with good opening and did not need to rotate the valve. It was then noted that there was intermittent non-opening of one leaflet. It was stated that more chordae tendineae was cut to ensure nothing was obstructing the leaflet. The valve was checked but nothing was noted to be obstructing the leaflet opening. However, the issue was then observed again on echocardiogram where one of the valve leaflets was opening once or twice every 30 to 40 beats. It was noted that pledgets were used on the ventricular side and that the physician stated that nothing had interfered with leaflet function. No additional adverse patient effects were reported.